Manufacturer narrative:
No damages were observed that would contribute to the reported communication error. The cause of the reported communication error could not be determined. A rotational sensor malfunction was observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. An internal soft cannula was identified, resulting in an internal leak. Fluid contact as a result of the internal tear was observed on the commutator cap, which is confirmed as the cause of the rotational malfunction and subsequent 0x40 alarm. It could not be conclusively determined if the internal tear and subsequent 0x40 alarm is in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a communication error occurred during operation. The blood glucose level rose to over 250 mg/dl. The pod was worn between 4 and 24 hours. Investigation of the device found an internal tear of the soft cannula leading to a rotational sensor malfunction as a result of fluid leakage.